Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Family member/friend reported that for at least 6 months, the stimulator is not working like it used to. The caller clarified that it has not been covering the patient¿s pain. Caller also said the stimulator is bulging out of the patient¿s back due to weight loss. The patient was redirected to their healthcare provider. Physician listings were sent so the patient could coordinate with a doctor to be adjusted. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's wife reporting that the patient was seeing a doctor in columbia, tennessee and their next appointment at their doctor's office with a manufacturing representative was on (B)(6) 2017. No further complications were reported/anticipated.